Event description:
It was reported that console displayed sys error 1319: water cooling out of order: please restart device or call service. The procedure was not completed due to the event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown